Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 579 mg/dl. The meter was not able to send blood glucose reading to insulin pump due to which customer was not able to deliver bolus. After troubleshooting, meter was able to send blood glucose to insulin pump and was able to deliver correction bolus. The insulin pump will not be returned for analysis.